Event description:
On (B)(4) 2011, a male underwent evar. The patient's anatomy had no notable problem of evar. A main body, two legs in the ipsilateral and a leg in the contralateral were placed. The internal iliac arteries were covered by leg placement. On (B)(6) 2013, follow-up, CT was performed and endoleak confirmed. The physician checked the CT images and found a iliac leg graft was migrated distally from the main body. Expansion of the aaa was not confirmed at this time. Migration of the iliac leg graft was not confirmed at the follow-up 6 months before. Additional procedure for placement of another iliac leg graft to bridge will be on (B)(6) 2013. The patient's condition is unknown as not provided by reporter, but he reported as 'the physician thinks the situation does not need urgent treatment'. Additional information provided on (B)(6) 2013, regarding images: for on (B)(6) 2011: the patient's anatomy had no notable problem for evar. For on (B)(6) 2013: expansion of the aaa was not confirmed. Migration of the iliac leg graft was not confirmed at the follow-up 6 months prior. Additional information provided on (B)(6) 2013: additional procedure was rescheduled to on (B)(6) 2013. The physician doesn't think it's problem because the aaa size is not so big.

Manufacturer narrative:
Expiration: unknown as lot is unknown. Patient and device codes: endoprostheses disconnecting are labeled in the IFU. Unknown as lot is unknown. Event evaluation: still under investigation.